Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Battery compartment cracked down to pump seal. Adhesive contamination under the contact buttons of the up and down buttons making them unresponsive/intermittent/delayed response. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.